Manufacturer narrative:
On (B)(6) 2010, a respiratory therapist reported that inomax ds, # (B)(4) had drifting nitric oxide (no) readings while on a pt. Eval: on investigation of the device svc log, fluctuating monitored nitric oxide (no) values were recorded. Since fluctuating monitored nitric oxide values have been observed in the svc logs of other devices and have been linked to fretting corrosion of an internal ribbon cable, the cable was replaced. The fretting corrosion can lead to intermittent high resistance connection at the cable's connector, leading to fluctuating monitored nitric oxide values. It is important to note that the monitored nitric oxide value would be fluctuating in this case and not the actual nitric oxide being delivered.

Event description:
On (B)(6) 2010, a respiratory therapist reported that inomax ds, # (B)(4) was on a pt in the catheterization lab for approx thirty mins when the monitored nitric oxide (no) values began to "bounce all over the place from negative numbers to positive 50 or 60 ppm". The device was replaced with another unit, and the respiratory therapist stated there was no change in the pt's condition during the switch out, and that the backup (no) sys was not utilized. The device was removed from svc by the customer and returned to the company for investigation.